Manufacturer narrative:
Product complaint #(B)(4). The device was discarded; therefore, no further investigation can be performed. A review of the manufacturing record evaluation (mre) associated with lot number 0000218494 presented no issues during the manufacturing or inspection process that can be related to the reported event. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
Product complaint # (B)(4). Updated section on this medwatch report: b4, g3, g6, h2, and h10. Complaint conclusion: it was reported, via a personal interaction, that an emboguard 87, 95 cm (bg8795u/ 0000218494), an embovac (unk/ unk), and an embotrap (unk/ unk) were used for a ¿thrombectomy procedure for a cerebral artery occlusion¿, during which the treating physician advanced the emboguard farther than intended, and while retrieving the thrombus, a carotidcavernous fistula was found. The event was further described: ¿devices were prepared according to the IFU. The emboguard was inserted to internal carotid artery and thrombectomy was performed at the occluded lesion (detailed information on the occluded lesion is not available at this time). During the procedure, the emboguard was advanced more far than intended, and carotidcavernous fistula was found at retrieval of thrombus. The procedure itself was completed¿. Information regarding the post-procedure status of the patient is as follows: ¿the patient was in the hospital. Progress was unknown¿. It is unknown if a continuous flush was used during the procedure. The target lesion location is unknown. Other concomitant devices used are also unknown. No further information is available at the time of this review. No additional information is available. A carotid-cavernous fistula (ccf) is an abnormal vascular connection between the internal carotid artery (ica) or external carotid artery (eca) and the venous channels of the cavernous sinus. These fistulas can occur as a result of direct trauma, or they can occur spontaneously as a result of an aneurysm rupture or a genetic condition that predisposes the patients to vascular injuries such as ehlers-danlos syndrome or fibromuscular dysplasia. The clinical presentation is unclear, however, based on the limited information, it is plausible that the fistula was caused by direct trauma after the physician advanced the emboguard farther than intended. Should this be the case, this type of fistula (type a: high-flow, post-traumatic fistulas) will likely require an intervention (this information remains unknown at this time) to close the fistula; suturing or clipping the fistula, packing the cavernous sinus, or ligating the ica (referenced literature can be found below). Although there were no alleged quality issues regarding the emboguard, embovac, and embotrap devices and the devices performed as intended, the event of ¿arteriovenous fistula¿ occurred during the use of the devices, therefore the correlating relationship cannot be ruled out. Additionally, the extent of the patient¿s injury remains unknown, and it was mentioned in the event description that the patient remains in the hospital. Based on this information, this event does meet us FDA reporting criteria under 21 cfr 803 with a classification of ¿serious injury¿. Multiple attempts to obtain additional information were unsuccessful. The file will be re-reviewed if additional information is received at a later date.

Manufacturer narrative:
Product complaint # (B)(4). A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report. Section e1. Initial reporter phone: (B)(6). A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Event description:
It was reported, via a personal interaction, that an emboguard 87, 95 cm (bg8795u/ 0000218494), an embovac (unk/ unk), and an embotrap (unk/ unk) were used for a ¿thrombectomy procedure for a cerebral artery occlusion¿, during which the treating physician advanced the emboguard farther than intended, and while retrieving the thrombus, a carotidcavernous fistula was found. The event was further described: ¿devices were prepared according to the IFU. The emboguard was inserted to internal carotid artery and thrombectomy was performed at the occluded lesion (detailed information on the occluded lesion is not available at this time). During the procedure, the emboguard was advanced more far than intended, and carotidcavernous fistula was found at retrieval of thrombus. The procedure itself was completed¿. Information regarding the post-procedure status of the patient is as follows: ¿the patient was in the hospital. Progress was unknown¿. It is unknown if a continuous flush was used during the procedure. The target lesion location is unknown. Other concomitant devices used are also unknown. No further information is available at the time of this review.

Manufacturer narrative:
Product complaint # (B)(4). Section e1 ¿ initial reporter: the customer contact information, including name, occupation, phone, fax, and e-mail address, was not reported. Information was not provided in the reported event or available at the time of report submission. The company is seeking this information through the event investigation. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. This is one of three products involved with the complaint and the associated manufacturer report numbers are 3008114965-2023-00599 and 3011370111-2023-00117.